Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was in the general reproductive area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil curved up and very far over/ one coil even more curved up". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("lower back pain/back issue"), spinal deformity ("loss of curvaturel/back issue") and intervertebral disc space narrowing ("loss of disc"). At the time of the report, the device dislocation, back pain, spinal deformity and intervertebral disc space narrowing outcome was unknown. The reporter considered back pain, device dislocation, intervertebral disc space narrowing and spinal deformity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device physical property issue. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event a were added- lower back pain/back issue, loss of curvaturel/back issue and loss of disc. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.